Manufacturer narrative:
On 2-nov-2020, the suspected medical device was returned for evaluation. On 20-nov-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient who underwent a revision breast reconstruction with a 400cc mentor memorygel breast implant (left) and a 350cc mentor memorygel breast implant (right) suffered several unexplained systemic symptoms including hair loss, breast pain, skin is red, inflammation, joint pain (2016), and pain while taking deep breath (2016). The patient reports that mammogram result and lab results (unspecified) came back all normal. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo removal without replacement on (B)(6) 2020. This report is for the right-sided device.